Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices ((B)(4)) used during the same procedure. It was reported to boston scientific corporation that two resolution clip devices were used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. The same issue occurred with the second resolution clip device. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.